Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, a "close grip then press and hold to blue pedal" message appeared when using the sureform 60 stapler instrument. Upon checking the system logs, an intuitive surgical, inc. (Isi) technical support engineer (tse) found no errors and the surgeon mentioned that he closed the grip and pressed the blue pedal, but the issue still occurred. The tse had the surgeon reinstall the instrument, reinstall the sterile adapter (sa), replace the sureform 60 stapler instrument to a different arm, and power cycle the system, but the same issue recurred. The tse explained that the clinical sales representative (csr) would call back to provide instructions on how to use the sureform instrument. The customer acknowledged it. Later, the csr reported that the issue was resolved after the customer installed the sureform 60 stapler instrument on arm1 and used another surgeon side console (ssc). The procedure was converted to another da vinci system with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. During the procedure, the surgeon used three stapler instruments, including a spare one, but those didn't work. The customer then used a third party stapler to complete the procedure. There were no intra operative or postoperative complications identified. No issue occurred when removing the instrument through the cannula. There was no report of fragments falling inside the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the issues on arms 3 and 4 on the patient cart. The fse made adjustments to the right-hand grip to resolve the issue. The system was tested and verified as ready for use.